Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited no capture and the patient suffered from sinus arrest. It was noted that the lead also exhibited no sensing and had elevated threshold. The issue persisted for the past several years. The lead was capped on (b)64) 2018. The patient was stable before, during, and after the procedure.